Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the pusher assembly. The embolization coil was intact with the pusher assembly. Offset coil winds were present on the embolization coil. The introducer sheath was off the pod8 and was undamaged. Conclusions: evaluation of the returned pod8 revealed offset coil winds. If the device is advanced against resistance, damage such as this occur. During functional testing, the pod8 was unable to be re-sheathed due to the offset coil winds. The offset coil winds may have contributed to the resistance experienced during the procedure; however, the root cause of initial resistance could not be determined. Further evaluation revealed bends along the pusher assembly. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod coil into the hub of the lantern, the physician experienced resistance. Therefore, the pod coil was removed. It was reported that flushing the pod coil did not the resolve the issue. The procedure was completed using four new pod coils and the same lantern. There was no report of an adverse effect to the patient.